Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Checking your blood glucose, chapter 4 / page 42. Warning: blood glucose readings that are especially low or high can indicate potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Living with diabetes, chapter 11 / page 119. Avoid lows, highs, and dka: you can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often. Living with diabetes, chapter 11 / page 126. Warnings: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself. To avoid dka: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient had been to the emergency room with diabetic ketoacidosis (dka). Patient¿s blood glucose (bg) levels exceeded 500 mg/dl while wearing the pod for longer than 48 hours on the infusion site (abdomen). Symptoms reported included feeling sleepy, sick to the stomach, nauseous, dry mouth, and thirsty. The patient kept checking bg levels all day, tried administering boluses and when patient felt sick that was when patient drove to the emergency room, doctor told patient to check the pod to see if any insulin was left in it, patient withdrew from the port with a syringe but nothing came out, but the pdm said there was more than 50 units still left. Patient knew something was wrong because patient filled the pod with 100 units and this pod was worn for more than two (2) days so normally the pdm would say less than 50 units. The patient stated the pod was not communicating properly or alerting like normal to let the patient know there was no insulin left so that must be why the patient¿s bg levels went up. Insulin was suspended and then a new pod was applied. The patient was treated with an insulin, saline drip, and a new pod was applied. Patient was prescribed a flex pen as a backup method in case the patient needs it. The patient was released on the same night at 10:30pm. The pod was removed at the hospital and was discarded so device is not available for return. Patient¿s history: (B)(6).